Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, date of event, implant date and explant date. This info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported, a "hole in the tube."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(6) 2015. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper 11 visual examination may determine the connector type associated with this report.